Event description:
In 2001 the account reported a hemoglobin of 5.4 g/dl which was obtained from the open mode on the cd1700. The sample was repeated in the closed mode and was 12.1 g/dl. There was no impact to patient management and no injury was reported.